Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, 14a drawer 4.2 cubie pocket b3 both were failed. The customer was unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 cubie b3 was failed. A field service engineer (fse) ran diagnostics and found that the position was faulty, so replaced it with a new one. Fse also inspected the drawers for missing or damaged slide bumpers and replaced the bumpers in drawers 1, 2.1, 2.2, 3.1, and 4.2. After the repairs, the customer tested the drawer and confirmed there were no further issues. The system functioned as intended after the field service engineer repaired the device.